Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced event with two infusion sets which fell off during physical activity on (B)(6) 2024. The infusion set was in use for 3 days for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.